Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of wobble/vibration is confirmed. The likely cause of failure could not be determined. It was also noted that bearing was detached, scratches, dents were observed and scale markings were not clear. Additionally the tube extension mechanism was observed to be stiff and not moving. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op, the shaft of the attachment was wobbling and it could not be cut. At the time of the event, there is no patient impact.